Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer found that the enhancement of half-height drawer 6.2 failed and could not be recovered. After opening the back panel, the pyxibus module board for 6.2 showed no data light, while the drawer controller board had proper lights. Diagnostics did not detect the drawer. The station was powered off, and the drawer controller board tested fine and fse replaced the retractor band. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6.2 was failed to recover. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.